Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: two (2) instances of event code "16" were simultaneously displayed to the user at 16:35:27pm on (B)(6) 2020." The following associated messaging was displayed: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 6" and "final cassettes processed threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 6." At 16:35:34pm on (B)(6) 2020, the "2 hour biopsy run" protocol comprising 34 cassettes was started in retort a. Two (2) instances of event code "(B)(4)" were simultaneously displayed to the user at 16:35:37pm on (B)(6) 2020, when an attempt was made to schedule a protocol in retort b. The following associated messaging was displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 6" and "cannot run protocol; final cassettes processed threshold for ethanol exceeded. Replace least pure ethanol station, bottle 6." Two (2) instances of event code "(B)(4)" were also simultaneously displayed to the user together with the associated messaging detailed above when a user made subsequent attempts to schedule a protocol in retort b at the following times on (B)(6) 2020: 16:35:42pm, 16:35:45pm, 16:35:56pm, 16:36:03pm, 16:36:33pm, 16:36:45pm, 16:37:18pm and 16:37:54pm. Bottle 6 (ethanol) was out of contact with the corresponding sensor for eight (8) seconds from 16:38:03pm on (B)(6) 2020, which is not sufficient time to replace the reagent; and the station properties were reset at 16:38:25pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 6 prior to these user actions were: ethanol concentration=73.6%, cycle=72, cassettes= 3773 and days=49. The user actions in relation to bottle 6 (ethanol) occurred during execution of the "2 hour biopsy run" protocol started in retort a at 16:35:34pm on 16 july 2020. The user action of replacing a reagent during execution of a processing protocol is not in accordance with the information detailed in the leica peloris quick tips, which states the following in the section entitled leica peloris reagent replacement - manual: "ensure that no protocols are running or loaded." As the reagent station to be used for each processing step is scheduled at the start of the processing protocol and any alteration to the properties of the reagent during execution of a processing protocol does not result in re-scheduling of reagent stations, this incorrect user action may result in the reagent concentration in a scheduled reagent station not being appropriate for the particular protocol step. In this instance, bottle 6 (ethanol) had already been scheduled for the second dehydration step of the "2 hour biopsy run" protocol started in retort a at 16:35pm on (B)(6) 2020. However, it is likely that the quality of tissue processing from the "2 hour biopsy run" protocol started in retort a at 16:35pm on (B)(6) 2020 was adversely affected because the reagent in bottles 12 (xylene), 13 (xylene), 14 (xylene); and the wax in wax baths 1 and 2 already contaminated with water were subsequently used for the clearing and wax infiltration steps of the "2 hour biopsy run" protocol. Although the user affirmed that the ethanol concentration in bottle 6 (ethanol) was to be set to the default value of 100% at 16:38:25pm on (B)(6) 2020, the actual ethanol concentration would have remained unchanged at 73.6% because the bottle was not removed from the instrument for sufficient time to replace the reagent in this bottle. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error at 16:35pm on (B)(6) 2020, the reagent in bottle 6 (ethanol) with an ethanol concentration below 73.6% was used for the final dehydration step of the "6 hour reular tissue run" protocol started in retort b at 16:38pm on (B)(6) 2020; the "2 hour biopsy run" protocol started in retort a at 17:10pm on (B)(6) 2020, and the "6 hour regular tissue run" protocol started in retort b at 17:10pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the quality of tissue processing both the "6 hour reular tissue run" protocol started in retort b at 17:05pm on (B)(6) 2020, and the "2 hour biopsy run" protocol started in retort a at 17:0pm on (B)(6) 2020, would also have been adversely impacted because the reagent in bottle 6 (ethanol) was also used for the final dehydration step in each of these protocols. As the minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Event code "(B)(4)" recorded at 23:49pm on (B)(6) 2020 indicates that the air pump has exceeded the recommended age for refurbishment and a service call should be arranged to replace the diaphragms. A preventive maintenance service is also recommended at this interval. The following information was displayed to the user: "air pump diaphragm has exceeded 1800 hours and is due for preventative maintenance. Contact service". This generation of this event code did not either cause or contribute to the sub-optimal tissue processing reported by the complainant. The root cause of the sub-optimal tissue processing reported by the complainant was found to be a use error, which occurred at 16:35pm on (B)(6) 2020. The facts indicate that a user did not complete manual replacement of the reagent in bottle 6 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that tissue samples processed using peloris ii rapid tissue processor serial number (B)(4) were "hard tissue, "dry"'. The local leica technical assistance center representative further documented the following information: "beginning yesterday poor processing but diagnosed today, tissue worse, run events only show code 1336 air pump diaphragm exceeded 1000 hours, also one alcohol bottle change threshold met, bottle 6, message and changed occurred tuesday two days ago. Nothing else changed since tuesday. 4 runs affected both retorts. Pmdr dry hard tissue, biopsies on one retort a, routine tissue b, both dry hard tissue, tissues noted biopsies: gi and intestinal tissue, routine are any tissue that is not breast runs tuesday night to wed tissue manageable but a few blocks did not process right others did, this morning both runs all tissues appeared not to process right." On 17 july 2020, the assigned leica applications specialist - core histology (fss) provided telephone support to the laboratory in association with this complaint. The fss performed a preliminary analysis of the instrument logs and detailed the following: "it appears that in the logs that the alcohol concentration of bottle #6 was reset without the reagent actually being changed. (Code 1401, bottle only removed for 7.529 seconds before reset- code 6004)". The fss recommended to the complainant that all reagents (including the wax in the wax baths) on the instrument at the time of the reported event be replaced; and a validation processing run subsequently be performed to determine that the quality of tissue processing was satisfactory before processing further diagnostic tissue samples. The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from four (4) protocols executed in either retort a (biopsies) or b (routine tissue) on (B)(6) 2020, the fss also offered to conduct user training in relation to the specific circumstances involved in this event, but the "customer did not confirm". On 28 july 2020, the assigned leica applications specialist - core histology received information that all cases involved in this event were diagnosable.